Event description:
Per the clinic, during the implantation surgery on (B)(6) 2024, the surgery time was extended for approximately 5 hours due to difficult insertion of the electrode array. Subsequently, the device was removed and a back-up device was used with no further issues.